Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer had high blood glucose of 600 mg/dl and insulin pump is not working and then he has been in hospital they brought it down within the two days he puts it back on and bow he is up past 300 mg/dl still in hospital. The insulin pump will not be returned for analysis.